Event description:
Catheter inserted and all electrodes went black during ablation. No information was transmittable to carto ((01) (B)(4)). New catheter utilized and issue resolved. No adverse harm to patient. Rep called in product. Catheter inserted, bad electrode, noisy signal (01)(B)(4). No adverse harm to pt. New catheter utilized w/o issues. Rep called in product.